Manufacturer narrative:
(B)(4). No complaint received with return of device. A partial lead with the distal tip measuring 47.8cm was returned for analysis. Internal insulation abrasion was noted at 8.8-10.5cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.